Manufacturer narrative:
Device remains implanted, explanted component was discarded.

Event description:
A company representative reported that a patient was revised to address a fractured locking mechanism on a three-level ozark plate. The fractured component was removed from the patient and the plate was left in place as fusion is in progress.

Event description:
A company representative reported that a patient was revised to address a fractured locking mechanism on a three-level ozark plate. The fractured component was removed from the patient and the plate was left in place as fusion is in progress.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.